Event description:
Related manufacturer report number: 2017865-2021-36041. During a normal device exchange, the right atrial (ra) lead set screw was unable to be removed from the device. Subsequently, the ra lead was unable to be removed from the device. The physician was unable to be determine the cause of the event, however, excess calcium was present around the lead and device. Both the ra lead and device were explanted and replaced to resolve the event. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
As received, a partial lead including the connector portion was returned in one piece. Dimensional analysis of the connector pin, front seal, connector ring, and connector boot was performed and all were within required performance specifications. A visual inspection of the lead revealed no anomalies with the exception of procedural damage.